Event description:
The patient underwent removal of semiburied internal mandibular distractors (deep hardware). The check point head and neck nerve stimulator failed to detect a nerve. Because of this there was a cautery injury to marginal mandibular branch of the facial nerve. The injured nerve was repaired. FDA safety report ID # (B)(4).